Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed in the red-luered lumen, between the 53cm and 54cm depth markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. The nursing procedure manual can be found online at www.bardaccess.com and provides the following guidance: ¿do not use a syringe smaller than 10ml to flush or confirm patency. Patency should be assessed with a 10ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the does. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes.¿ the nursing procedure manual also provides guidance for re-establishing catheter patency in the event the catheter becomes occluded or resistance is felt during flushing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that catheter fracture was found when the nurse realized leak and confirmed the catheter on (B)(6) 2018. The catheter was implanted on (B)(6) 2018. At the facility, it was inferred that catheter fracture may have occured by tensile force applied to the catheter due to the body movement of the patient. There was no reported patient injury.

Manufacturer narrative:
Device has not yet been returned for evaluation.

Event description:
It was reported that catheter fracture was found when the nurse realized leak and confirmed the catheter on (B)(6) 2018. The catheter was implanted on (B)(6) 2018. At the facility, it was inferred that catheter fracture may have occured by tensile force applied to the catheter due to the body movement of the patient. There was no reported patient injury.